Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was not ventilating. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the vocsn device was not returned to ventec for an evaluation. Ventec reached out to the initial reporter to inquire about the return of the vocsn device for evaluation and was advised that they had resolved the reported issue of no ventilation output by replacing the patient circuit. The part number and lot code of the replaced patient circuit was not provided. The initial reporter believed that there may have been an issue with the circuit's "whisper swivel" (exhalation valve). No further information was provided. Based on the information provided the investigation determined that the cause of the reported issue was the patient circuit, however, further component level cause could not be conclusively determined as the circuit was not returned for evaluation.